Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced pain with device use, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2016.